Event description:
It was reported that a user experienced a pairing failure between a recently applied dexcom g7 sensor and the ilet application, while pairing to the dexcom app was successful, consistent with an intermittent communication failure involving the antenna/electrical-magnetic communication component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the g7, aligned with an intermittent communication failure attributed to the antenna/electrical-magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.